Manufacturer narrative:
Unit passed the rewind, prime/seating test and basic occlusion test. Unable to perform the displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case and keypad overlay texture damage. Power management parameters graph confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer received a pump error 25 every four hours. With each alarm, settings would need to be updated. Customer's blood glucose was 110 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.